Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. No other information was provided. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. No other information was provided. This device remains in service. No adverse patient effects were reported. Additional information obtained, the device was explanted and replaced due to normal battery depletion (nbd). The device has been received for analysis.